Event description:
It was reported that during a tka, the real intelligence cori was having problems connecting to handpieces. This persisted after trouble shooting. The procedure was performed, without any delay, with a change to manual procedure. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).